Event description:
It was reported "a call was received from the nursing staff of the pediatric intensive care unit, a male patient with a PICC 4 fr bilumen inserted in the right arm on (B)(6), was displaced 6 cm from level zero, at the time of assessment. The ward nurse is confirming its functionality and performs curing, receives parenteral nutrition infusion through a red lumen which, when irrigating, presents a leak between the zero level and the bifurcation of the device, which is why it was decided to change it." Additional information received by the clinical specialist on 20.jan.2023: it was reported "it is evident that when irrigating the high-power pathway it is the one that presented a rupture." Additional information received 01/23/2023: it was stated there was no patient harm. Parenteral nutrition is suspended and a new powerpicc is placed. There was no exposure of blood or other fluids to the mucosa or skin of the professional.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew3156 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "a call was received from the nursing staff of the pediatric intensive care unit, a male patient with a PICC 4 fr bilumen inserted in the right arm on november 23, was displaced 6 cm from level zero, at the time of assessment. The ward nurse is confirming its functionality and performs curing, receives parenteral nutrition infusion through a red lumen which, when irrigating, presents a leak between the zero level and the bifurcation of the device, which is why it was decided to change it." Additional information received by the clinical specialist on 20.jan.2023: it was reported "it is evident that when irrigating the high-power pathway it is the one that presented a rupture." Additional information received 01/23/2023: it was stated there was no patient harm. Parenteral nutrition is suspended and a new powerpicc is placed. There was no exposure of blood or other fluids to the mucosa or skin of the professional.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. The product returned for evaluation was a 4fr dl powerpicc sv catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the suture wing and 0cm mark on the catheter tubing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.